Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency congenital and structural heart planned treatment was delayed for an hour and completed in another system. A philips remote service engineer (rse) contacted the customer, performed diagnostics and identified that the ippc was powered off due to a power supply fault. The power supply was replaced, restoring system functionality. However, because the replacement was not a standard spare part, the customer ordered and installed a new ippc to ensure long-term reliability. No further issues occurred after this replacement. The faulty ippc was returned to philips for further investigation, which confirmed the power supply issue. Following these actions, the system was back in good working order. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.